Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient was presented to the hospital for generator change out due to normal eri. Lead was imaged and no ec was observed. Lead measurements were in range. During the post procedure check one day later, out of range, high voltage lead impedance (hvli) was observed on the rv lead. Rv lead was disconnected and was tightened and hvli measurement was normal. During the closing of the pocket, out of range, hvli was observed again. Physician was unclear if the issue was due to the device or the lead. Lead fracture was suspected. Lead was capped and replaced on (B)(6) 2016. Patient was stable prior, during and post procedure.